Event description:
Dealer states the foot end of the bed wil not stay elevated. No injury or property damage reported. Customer hung up, call came from customer service. No other information provided.